Event description:
Patient was having a cardiac catheterization. A drug-eluting stent was being placed in the obtuse marginal. Procedure was complicated by guidewire fracture resulting in a 15 cm break in the wire. The computed tomography angiography post procedure confirmed an intra-aortic wire shaped foreign body originating in the left coronary artery extending into the ascending thoracic aorta and terminating in the mid to distal descending thoracic aorta. Individual had to be transferred to another facility with tcv services.